Event description:
Rn hanging venofer; connected secondary tubing on venofer line to primary saline line. Pump alarmed proximal occlusion as soon as pumped turned on. Rn had to change out primary line.